Event description:
Pt required placement of extended dwell catheter. Device placed in the basilic vein of the right arm. The doctor used 24 gauge angiocath as the introducer with the l-cath product rather than the introducer supplied with the device. Diffculty was felt advancing the catheter and slightly during withdrawal of the guidewire. Following insertion the guidewire was removed and a saline flush was completed without difficulty. The catheter was used with inovan using syringe pump set at 6ml/h speed. The pump alarmed after five minutes. The l-cath was reomved and the catheter observed to be missing. The doctor located the catheter with the guidewire attached in the waste basket. Another catheter was placed to successfully complete the procedure.